Event description:
Burn from hot pack.

Manufacturer narrative:
It was reported that the device caused a burn with blisters. It was reported " I went to a local urgent care the following day and was told it was a pretty bad burn and was advised on caring for it. It continued to worsen and I debrided it each day and bandaged it roughly two times a day for about two weeks. I then let it open to air for a few more weeks to further heal". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.